Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to an imperfection of proper reprocessing caused by leakage at the control section. A further cause of the leakage could not be presumed. The user can detect the suggested phenomena by handling the device in accordance with the following instructions for use (IFU): inspection of the auxiliary water feeding function; inspection of the air-feeding function; inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for a device evaluation. In addition to the reported in b5, the evaluation also observed the following: error e237 appeared during angulation with no image - due to damage on the charged coupled device unit, the image disappears during angulation in the up/down directions, due to clogging of nozzle no water was fed, due to deformation of suction cover water tightness was lost, due to a crack on suction body water tightness was lost, due to wear of angle wire bending angle in the up direction did not meet the standard value, the air/water-cylinder and the suction cylinder had discoloration, the adhesive around light guide lens had a crack, the adhesive on the bending section cover rubber was detached, and the plastic distal end cover and the switch box had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope image disappears during angulation. The issue was observed three times during an unknown procedure. No reports of patient harm were associated with this event. The device was returned and evaluated by olympus and the customer¿s allegation was reproduced. The device evaluation also found that there were foreign objects in the nozzle and in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.